Event description:
It was reported that a device detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The wds was manipulated to be positioned in the laa. Upon positioning in the laa, the closure device detached into the left atrium. The closure device was then snared from the left atrium. Another closure device was successfully implanted with no reported complications.